Manufacturer narrative:
An investigation was completed to determine the cause of this adverse event. There is no indication that the customer reported complication of pneumothorax was related to a product issue. There was no allegation that a malfunction of an ion system, instrument, or accessory occurred during the procedure. An ion product was not returned to intuitive surgical, inc. (Isi) for evaluation.

Event description:
It was reported that after an ion lung biopsy procedure, the patient developed a large pneumothorax that required chest tube placement. There were two target nodules for biopsy: an 8 mm nodule in the right middle lobe, and a 3 mm nodule in the right upper lobe located near the fissure and abutting the pleura. The procedure was completed as planned with no delays. A post-procedure chest x-ray identified the pneumothorax, and a chest tube was placed for management. The patient experienced hypoxia and was provided supplemental oxygen. The patient was reported to be doing fine and expected to be discharged after a 1-day hospital stay. According to the physician, the pneumothorax was an inherent procedural risk and would likely have occurred with another biopsy modality. There were no allegations of device malfunction or device-related issues involving the ion system, instruments, or accessories.